Manufacturer narrative:
A collection cassette with tubing, a purple needle tip and a bottle of balanced salt solution were returned in a plastic bag for evaluation. The pack label was not returned and the part and lot number of the collection cassette and tubing cannot be verified. The visual examination found the needle tip is bent, the blue irrigation sleeve is on the needle and the IV spike is still inside the balanced salt solution. Microscopic examination of the needle found white particles inside the tip. White particles are also visible all over the irrigation sleeve inside and out. Once removed from the bottle, the spike was microscopically examined and light/yellowish colored particle are visible on the piercing pin of the IV spike. Examination of the balance salt solution bottle found that there is material missing from the septum at the piercing spot. The remaining salt solution in the bottle was filtered and two small/yellowish colored particles less than 50 micron in size were found on the filter. The fluid in the collection cassette was filtered and one light/yellowish colored particle less than 400 microns in size, was found along with what looks like organic matter. Lab analysis were conducted on the particles and filters. The lab analysis (eds) identified the various particles found in the fluids and components, as a combination of organic material, calcium filler, mineral deposits and saline residue, none of the material found was consistent with any of the materials used in the production of the bl5114 disposable pack.the materials identified through lab analysis are typical of the materials expected from ophthalmic surgery. The trend analysis, risk analysis and direction for use review were considered acceptable with the product performing within anticipated rates. A review of the non conformance database for the past 12 months shows no nc''s generated for this product for fm/particulate.

Manufacturer narrative:
The lot number of device was not provided therefore we were unable to review the lot/device manufacturing records. The device has been requested and the return is still pending.

Event description:
A report from a user facility in the (B)(6) stated that, during a cataract removal, a small white particle came out of the phaco sleeve and entered the anterior chamber of the patient's eye. The particle was successfully retrieved and sent for independent analysis. Three days post op, the patient developed endophthalmitis that was treated with a course of antibiotics. The patient has made a full recovery. According to the hospital surgical team, there is no causal link between the infection and the particle.